Event description:
During pta of the right iliac, as the physician was pulling the evercross balloon back into the sheath, the tip of the balloon separated and was in the femoral vein. Multiple attempts were made to retrieve the evercross balloon via snare, however, the physician was unable to retrieve it. The evercross embolized to the left lower segment of the pulmonary artery. The physician attempted to removed it, but was again unsuccessful. Therefore the physician left the piece in the subsegmental branch of pulmonary artery. The patient was asymptomatic and had normal saturation and did not have any chest pain or any hemodynamic changes. After 1 hour fluoroscopy time, the decision was made to leave the foreign body in place.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.